Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No lot number or complaint sample is available for evaluation. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported that after two days in use on a patient, the fecal management system developed a leak in the balloon. The device was removed and replaced with a new device.